Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that post-implant, undersensing was observed. The lead was explanted after repositioning showed the same measurements.